Event description:
It was reported that that multiple inappropriate shocks were seen via remote monitoring transmission involving this device. A request for device data review was needed. A review of the device data by technical services (ts) confirmed fifteen untreated and seventeen treated episodes with one inappropriate shock delivered in each episode. All recorded episodes were caused by oversensing of non physiologic artifacts. Ts discussed possible recommendations and a possible sense b node sensing issue. Additional information noted that a follow up took place and several maneuvers were performed. No noise was recorded and some myopotentials were seen in a few postures. No electrode fracture was suspected based on the follow up. Additional review of the device data noted that the device was experiencing a battery performance issue and the power consumption was increasing in a gradual fashion. Ts advised to replace and return the device. Ts further discussed troubleshooting the system and manipulating the electrode while observing the alternate sensing vector with the newly implanted device. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that that multiple inappropriate shocks were seen via remote monitoring transmission involving this device. A request for device data review was needed. A review of the device data by technical services (ts) confirmed fifteen untreated and seventeen treated episodes with one inappropriate shock delivered in each episode. All recorded episodes were caused by oversensing of non physiologic artifacts. Ts discussed possible recommendations and a possible sense b node sensing issue. Additional information noted that a follow up took place and several maneuvers were performed. No noise was recorded and some myopotentials were seen in a few postures. No electrode fracture was suspected based on the follow up. Additional review of the device data noted that the device was experiencing a battery performance issue and the power consumption was increasing in a gradual fashion. Ts advised to replace and return the device. Ts further discussed troubleshooting the system and manipulating the electrode while observing the alternate sensing vector with the newly implanted device. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that multiple inappropriate shocks were seen via remote monitoring transmission involving this device. A request for device data review was needed. A review of the device data by technical services (ts) confirmed fifteen untreated and seventeen treated episodes with one inappropriate shock delivered in each episode. All recorded episodes were caused by oversensing of non physiologic artifacts. Ts discussed possible recommendations and a possible sense b node sensing issue. Additional information noted that a follow up took place and several maneuvers were performed. No noise was recorded and some myopotentials were seen in a few postures. No electrode fracture was suspected based on the follow up. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis did not confirm the allegation of inappropriate shock, oversensing or noise, the device was exposed to simulated heart load conditions, and the defibrillation, and sensing functions were tested.

Event description:
It was reported that multiple inappropriate shocks were seen via remote monitoring transmission involving this device. A request for device data review was needed. A review of the device data by technical services (ts) confirmed fifteen untreated and seventeen treated episodes with one inappropriate shock delivered in each episode. All recorded episodes were caused by oversensing of non physiologic artifacts. Ts discussed possible recommendations and a possible sense b node sensing issue. Additional information noted that a follow up took place and several maneuvers were performed. No noise was recorded and some myopotentials were seen in a few postures. No electrode fracture was suspected based on the follow up. Additional review of the device data noted that the device was experiencing a battery performance issue and the power consumption was increasing in a gradual fashion. Ts advised to replace and return the device. Ts further discussed troubleshooting the system and manipulating the electrode while observing the alternate sensing vector with the newly implanted device. The device was explanted and returned. No additional adverse patient effects were reported.